Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/chronic pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), alopecia ("excessive hair loss"), migraine ("frequent migraine headaches"), tooth disorder ("excessive dental issues"), gastrointestinal disorder ("gastrointestinal issues"), abdominal pain ("abdominal pain") and menorrhagia ("heavy menstrual bleeding"). The patient was treated with surgery (hysterectomy to remove her essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, discomfort, alopecia, migraine, tooth disorder, gastrointestinal disorder, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, alopecia, discomfort, gastrointestinal disorder, menorrhagia, migraine, pelvic pain and tooth disorder to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/chronic pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on unknown date she performed essure confirmation test. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding/ abnormal bleeding (menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 6 years 9 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), discomfort ("discomfort"), alopecia ("excessive hair loss"), migraine ("frequent migraine headaches"), tooth disorder ("excessive dental issues"), gastrointestinal disorder ("gastrointestinal issues"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy to remove her essure coils/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved and the discomfort, alopecia, migraine, tooth disorder, gastrointestinal disorder, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, discomfort, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Discrepancy noted in essure removal date: (B)(6) 2017 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Most recent follow-up information incorporated above includes: on 21-may-2019: plaintiff fact sheet was received. Events added from pfs abnormal bleeding (vaginal). And event-"abnormal bleeding (menorrhagia)" clubbed to previous events. Reporter information, new lawyer, severity, events onset date was added. Essure insertion date and removal date, events outcomes was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/chronic pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), alopecia ("excessive hair loss"), migraine ("frequent migraine headaches"), tooth disorder ("excessive dental issues"), gastrointestinal disorder ("gastrointestinal issues"), abdominal pain ("abdominal pain"), menorrhagia ("heavy menstrual bleeding"), abdominal pain lower ("cramping"), genital haemorrhage (seriousness criterion medically significant) and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy to remove her essure coils/undergo one or more surgeries to remove one or more of the e). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, discomfort, alopecia, migraine, tooth disorder, gastrointestinal disorder, abdominal pain, menorrhagia, abdominal pain lower, genital haemorrhage and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, discomfort, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, pelvic pain, tooth disorder and vulvovaginal pain to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Most recent follow-up information incorporated above includes: on 20-nov-2018: summons received: reporters details added. Event vaginal pain, severe cramping, heavy abnormal bleeding were added. Suspect drug start and stop date update. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left fallopian tube reveal embedded very delicate fine coiled wire consistent with essure device') and pelvic pain ('severe pain/chronic pelvic pain') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included umbilical hernia and paratubal cyst. On unknown date she performed essure confirmation test. Concomitant products included ibuprofen. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding/ abnormal bleeding (menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 6 years 9 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), pelvic discomfort ("discomfort"), alopecia ("excessive hair loss"), migraine ("frequent migraine headaches"), tooth disorder ("excessive dental issues"), gastrointestinal disorder ("gastrointestinal issues"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic discomfort, alopecia, migraine, tooth disorder, gastrointestinal disorder, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown and the pelvic pain, genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, embedded device, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, pelvic discomfort, pelvic pain, tooth disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Discrepancy noted in essure removal date-(B)(6) 2017 and (B)(6) 2017. Hospitalization was done. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2020: quality-safety evaluation of ptc. Event discomfort nos updated to pelvic discomfort. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left fallopian tube reveal embedded very delicate fine coiled wire consistent with essure device') and pelvic pain ('severe pain/chronic pelvic pain') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included umbilical hernia and paratubal cyst. On unknown date she performed essure confirmation test. Concomitant products included ibuprofen. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding/ abnormal bleeding (menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 6 years 9 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), discomfort ("discomfort"), alopecia ("excessive hair loss"), migraine ("frequent migraine headaches"), tooth disorder ("excessive dental issues"), gastrointestinal disorder ("gastrointestinal issues"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (uterus. Cervix. And bilateral fallopian tubes hysterectomy and bilateral salpingectomy and hysterectomy to remove her essure coils/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, discomfort, alopecia, migraine, tooth disorder, gastrointestinal disorder, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown and the pelvic pain, genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, discomfort, embedded device, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Discrepancy noted in essure removal date-(B)(6) 2017 and (B)(6) 2017. Hospitalization was done. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 21-aug-2020: mr received. Reporter information added. Event: embedded very delicate fine coiled wire consistent with essure device added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.